Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, only the distal portion of the lead was returned for analysis. Visual examination, electrical testing, and x-ray examination did not find any anomalies.